Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50 (B)(6) description: linear 3-6 lead 50cm the leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's trial procedure failed due to a wet tap. The physician reported that the patient had had a fusion and major stenosis. The patient was given IV caffeine and was recovering.